Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was in backup operation. The device was unable to be restored from backup, and was subsequently explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image revealed that the device went into backup mode due to an event queue overflow. The cause of the event queue overflow was determined to be an anomaly in the radio frequency (rf) module. After the product code was reloaded, the device exhibited normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Despite extensive efforts, backup condition could not be reproduced. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.